Event description:
Caller reported a malfunction on the pump with the occurrence of malf 12. There was no adverse impact to the customer's blood glucose level. Customer was informed by cts that a replacement pump would be sent, as the current pump experienced repeated malfunctions. Customer was advised to reset the pump to clear the malfunction code and acknowledged that they will receive a pump with updated software. Instructions were provided for the customer to return the faulty pump to tandem using a prepaid return box within 10 days, in order to avoid charges. Additionally, customer was guided on storage mode and how to transfer pump settings and connect their cgm to the new pump.